Event description:
Caller reported experiencing a cartridge alarm while using the pump during insulin delivery, and also mentioned occlusion alarms occurring mostly at night for the last three weeks. Despite these alarms, the caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer managed to successfully load a cartridge and resume insulin therapy, and the issue was reported as resolved. Additionally, customer support provided guidance on loading the cartridge and turning the pump off and on, which the caller understood and acknowledged. The customer opted not to pursue further corrective action, as suggested by technical support.